Event description:
Boston scientific crm received information from a journal article which reviewed data from a study conducted to assess the annual rate of transvenous defibrillation lead defects related to follow-p time after lead implantation. Based on the 990 patients who were studied, the article cited 148 defibrillation leads failed during follow-up due to: insulation defects (56%), lead fractures (12%), loss of ventricular capture (11%), abnormal lead impedance (10%), and sensing failure (10%). The estimated lead survival rates at 5 and 8 years after implantation were 85% and 60%, respectively. The annual failure rate increased progressively with time after implantation and reached 20% in 10-year-old leads. Eight performance issues occurred with 27 total cpi endotak leads (models 0072, 0074, 0075, 0125, 0135, 00145, 0148). One of the lead failures - the manufacturer and model/serial numbers are unknown - was detected after the patient was resuscitated by external defibrillation as a result of ventricular fibrillation. This lead had sustained a fracture and consecutive defibrillation shocks could not be delivered. Overall, four patients within the study population died from sudden death; the manufacturer and model/serial numbers of their devices are unknown.

Manufacturer narrative:
Attempts to obtain additional information from the article author were unsuccessful; however, if more information becomes available, this event will be updated and an updated report will be sent. The findings of the study were summarized in the article: doi: 10.1161/circulationaha.106.663807-2007;115;2474-2480; originally published online apr 30, 2007; circulation. Steffen schneider, werner saggau, udo weisse and karlheinz seidl. Thomas kleemann, torsten becker, klaus doenges, margit vater, jochen senges, cardioverter-defibrillators over a period of > 10 years. Annual rate of transvenous defibrillation lead defects in implantable.